Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc). Sorc checked the subject device for evaluation but could not duplicate the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the deterioration of the subject device due to repeated angle operation, or excessive bending of the universal cord or video cable. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device not displayed during preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.